Event description:
The rep reported that the pt received inappropriate therapy due to oversensing. Both the atrial and ventricular leads appeared to have damage from cautery at initial implant. The ventricular lead was capped.